Event description:
On (B)(6), 2009, customer reported false positive troponin I (tni) results on triage profiler sob 25 test kit that would not reproduce. On friday there was one sample with 0.14 tni, same device immediately run again on same instrument and was <0.05. Sample run again on new device, same and other instruments, all <0.05. Today 2 samples were borderline positive (0.10 0.12) and when repeated with new device tested negative. He same two samples had one hour serial draws, the results were negative. One positive 0.08 tni duplicated results as 0.11.

Manufacturer narrative:
Investigation pending.